Manufacturer narrative:
Investigation results: bd cannot be able to confirm the failure mode indicated by the customer because no photos or samples provided for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 red - leakage. The patient has a dual-lumen cvc catheter in place. One line is connected to an analgesic pump via a three-way connector, while the other line delivers 1440 nutrient solution. During the bedside handover at 19:30 on (B)(6) 2025, the infusion pump was paused. At 20:05, the 1440 nutrient solution infusion was paused and replaced with albumin infusion. At 20:30, the patient's family rang the nurse call bell. Upon arriving at the patient's room, blood seepage was observed at the infusion three-way connector. Blood was present on the right side of the neck where the cvc was inserted and beneath the cannula. The infusion three-way connector was immediately removed, the patient's tubing flushed, and the infusion paused. The on-call physician was promptly reported, and the patient was reassured.